Manufacturer narrative:
(B)(4).

Event description:
During maintenance the covidien customer support engineer (cse) found that a pb540 ventilator had a blank screen. There was no pt involvement. The cse inspected the device and replaced the central processing unit (cpu) board. The unit passed performance verification testing.